Manufacturer narrative:
No adverse patient effects were reported. Another boston scientific atrial pacing lead was implanted with no issues. The extracted lead was destroyed during the procedure and will therefore not be returned for analysis.

Event description:
Boston scientific crm received information that this atrial pacing lead exhibited a fracture. Continuous noise was seen on the atrial electrogram, and the atrial pacing impedance was >2000 ohms. During a device upgrade procedure, the lead was laser extracted. The fracture was believed to be caused by clavicular crush.